Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in appropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting an atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right atrial (ra) lead has intermittent oversensing observed on stored electrocardiograms. The lead remains in use. No further patient complications have been reported as a result of this event.